Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.5/1.5/108 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. The lens was intraoperatively implanted, removed and replaced with a longer length lens that was implanted vertically due to excessive vault. This resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us. Claim#: (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic torn and broken to the lens. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).